Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report regarding information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a component of the circuit board was corroded, causing the inside temperature to rise and the otp (over temperature protection) function to engage, leading to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies the procedure was diagnostic.

Event description:
The customer reported to olympus, that during preparation for use, for a gastroscopy procedure, there was a problem with turning the high-definition lcd monitor on/off, the monitor would blackout. There was no delay, the procedure was completed using a different monitor. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During evaluation it was determined that when turning on/off the power switch, a power indicator should light-up green, this function failed to work as intended. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.